Event description:
Reference number (B)(4) event occurred in the united states. It was reported that patient faced infusion set tubing detachment event on (B)(6) 2025 when the patient was sleeping. The site of detachment was site. The site location was right abdomen. The infusion set was in use for 3 days. No further information available.